Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and an increase in bipolar impedance. It was noted that the patient experienced complete heart block. The lead remains in use. No further patient complications have been reported as a result of this event.